Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
A micro hole was on the venous external tubing of the catheter.